Event description:
It was reported that the touchscreen on the pump was unresponsive, preventing the customer from interacting with it. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump with guidance from technical support and was able to interact with the pump screen afterward.